Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted hartmanns reversal surgical procedure, customer reported the wire of the vessel sealer extend instrument was heating up. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the returned product did not exhibit the event described in the complaint. The customer complaint refers to a vessel sealer that was used and experienced issues during the procedure. The returned instrument is a vessel sealer that was returned unopened and unused, still in the box. The instrument was placed on an in-house system and passed the seal and cut tests. No product issue was identified. The complaint regarding the wire was heating up during the procedure was not confirmed by failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results.